Event description:
Caller alleged discrepant high inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio2 inr: 7.2, laboratory inr: 2.2, therapeutic range: 2.0-3.0. The time between testing was within minutes. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.